Event description:
During angioplasty procedure using an acs rx streak .010 coronary dilatation catheter patient developed bradycardia and transient episode of left arm flaccidity following 3rd inflation of activity after 20 minutes. Catheter examined. Perforation noted in shaft of balloon catheterdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: component failure, telemetry failure, unanticipated, balloon. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.